Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The non-totally occluded 80% stenosed, 2.50mm x 36mm, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 38 x 2.50 promus elite mr was selected for use. However, while advancing the device through the guide catheter, the shaft broke. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the break was 6-7 cm from the hub and the device was removed with the help of guidewire.

Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 38 x 2.50 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. A hypotube break was observed at 19.8 cm distal to the distal end of strain relief. The types of damage noted are consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section and the visual inspection of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The non-totally occluded 80% stenosed, 2.50mm x 36mm, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 38 x 2.50 promus elite mr was selected for use. However, while advancing the device through the guide catheter, the shaft broke. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The non-totally occluded 80% stenosed, 2.50mm x 36mm, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 38 x 2.50 promus elite mr was selected for use. However, while advancing the device through the guide catheter, the shaft broke. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the break was 6-7 cm from the hub and the device was removed with the help of guidewire.